Event description:
It was reported to boston scientific corporation that a mantis clip was used to treat ulcer during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. During the procedure, while using the mantis clip to treat a bleeding ulcer, despite following the correct steps, the clip wouldn't release from the catheter. During troubleshooting, the white handle broke after multiple attempts. While the team was figuring out the next step, the patient coughed, causing the clip to deploy, and they were able to remove the catheter through the scope. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h11: investigation result the device was returned for analysis after a procedure to treat a bleeding ulcer. Despite following the correct steps, the mantis clip would not release from the catheter, and the white handle broke during troubleshooting. The clip deployed when the patient coughed, allowing the catheter to be removed. The device was returned without the clip assembly and control wire, and the handle was detached. A risk review confirmed that the issue was documented in the risk analysis. The investigation concluded that the most probable cause was an adverse event related to the procedure, likely due to difficulties during clip deployment and excessive force applied to the handle. No further escalation is required.

Event description:
It was reported to boston scientific corporation that a mantis clip was used to treat ulcer during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. During the procedure, while using the mantis clip to treat a bleeding ulcer, despite following the correct steps, the clip wouldn't release from the catheter. During troubleshooting, the white handle broke after multiple attempts. While the team was figuring out the next step, the patient coughed, causing the clip to deploy, and they were able to remove the catheter through the scope. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.